Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have gone for a walk while wearing insulin pump in bra when alarm was received. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. Also, the pump had a missing end cap sticker, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.